Manufacturer narrative:
The pump passed the functional test, including the self, sleep, rewind, prime and seating, basic occlusion, occlusion, force sensor and displacement tests. Pump was returned for power error alarm. The power management tool confirmed the pump error was triggered when backup battery loaded voltage was less that 3.5 voltage for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. Unit received with missing retainer ring and reservoir tube o-ring, fading serial number label, cracked keypad overlay at select button, minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed pump error every 4 hours. The customer's blood glucose reading was unknown at the time of incident. No further details provided.